Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: the device was received at the service center and evaluated. The defect reported by the customer has been verified and repaired. The following repair activities were performed: "micro": preventive replacement of o-rings performed. Acc. To service manual. Short circuit in the motor cable - motor cable replaced. Motor not turning smoothly - motor replaced. Motor corroded - motor replaced. Resistance value out of specs: handcontrol set replaced. Unit cleaned. Functional test performed. Hipot test completed. Electrical safety test completed. Functional test according to test procedure completed. Safety test checklist enclosed. Short circuit in the motor cable is the root cause for the reported failure. A review of the device history record indicated that this lot of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate that the device doesn't work. There was no patient harm indicated. It was reported by the affiliate in (B)(6) that during pre-surgery to an unspecified procedure, it was observed that the device did not work. During in-house engineering evaluation, it was determined that there was a short circuit in the motor cable on the device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occured in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.